Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, the implant was removed and replaced by a non-coloplast device. There is no information regarding the explant of the device (date etc) or reasoning for replacement.